Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was repositioned.

Manufacturer narrative:
Concomitant medical product: 305u223 tissue valve, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic and diaphragmatic stimulation and one of their leads was "not placed right". The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.